Manufacturer narrative:
The device was not return for evaluation. The ess visited the customer site for the requested annual training of the facility staff. Ess performed a scope reprocessing and infection control in-service for the staff. Covered infection control information referenced in the user manual and reprocessing manual. All products are listed in the product section of the request. All attendee¿ s are listed on the attendance sheet of the on-track reprocessing form. Facility does not suction their scopes when manual cleaning. Customer uses an automatic endoscope reprocessor (aer) to reprocess their scopes. Ess recommended that the customer contact the manufacturer of that equipment for proper use. Recommend for the customer to suctions their scope during manual cleaning. The ess explained the importance of each which was acknowledged by all staff in attendance. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During a facility site visit for annual training, ess (endoscopy support specialists) performed observation at the customer site. Ess observation determined that the staff facility does not suction their scopes when manual cleaning. There is no patient infection associated on this event reported. No patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed the facility staff was insufficiently trained on reprocessing/storage of device in accordance with the instructions for use (IFU). A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: IFU warns against this event as follows: ¿IFU (reprocessing manual) states as follows. However, the user handling of the device was deviated from the description. Aspirate detergent solution-immerse the distal end of the insertion tube in detergent solution. Depress the suction valve and aspirate detergent solution into the instrument channel for 30 seconds. All channels of the endoscope, including the auxiliary water channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.